Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) replaced the tip clamp in position 10, inspected the plunger clamp and cleaned the tube lifter for position 10. The fse also checked the x-arm calibration at the tip pick up. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.